Event description:
Amazon.com is selling expired prodigy diabetes blood glucose test strips. Packaging indicates the product is expired since 2020-06-06; 3 years expired. That is extremely dangerous if other consumers are unknowingly using expired test strips and potentially getting false results. We purchased one and noticed the expired date. So went through a return and replace process and the "new" product we received is expired as well. That is 2 products from different days of pulling from inventory that is expired. They must have inventory full of expired products. Reference report mw5145048.